Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 3349747. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 382534. Batch#: 3349747. It was reported that the bd insyte autog bc pnk 20ga x 1.16in catheter was defective/damaged. The following information was provided by the initial reporter: "several staff members over the last several days have noted the they have found a few of the 20g and 22g IV catheters in which the plastic sheath portion of the catheter (part that goes into the patient) was frayed or split. They were able to observe prior to use at which time they discard the IV and got a new one. Yesterday specifically they noted the split or frayed catheter upon IV removal. The IV was removed intact however the catheter portion was not an intact tube. The catheter insertion was normal and the nurse received a positive blood return however the line would not draw blood back which is abnormal so they removed the IV at which time the issue was noted.". Verbatim: rcc received a complaint via email. Email(s) attached. Several staff members over the last several days have noted the they have found a few of the 20g and 22g IV catheters in which the plastic sheath portion of the catheter (part that goes into the patient) was frayed or split. They were able to observe prior to use at which time they discard the IV and got a new one. Yesterday specifically they noted the split or frayed catheter upon IV removal. The IV was removed intact however the catheter portion was not an intact tube. The catheter insertion was normal and the nurse received a positive blood return however the line would not draw blood back which is abnormal so they removed the IV at which time the issue was noted. Ref382534, lot: 3349747. Describe patient/hcp/user impact: multiple re sticks, multiple ivs used.